Event description:
It was reported that the battery was showing 2.56 volts. When stimulation was turned on, the patient experienced intermittent stimulation with her cervical implant. Impedances of over 4,000 ohms were seen on all bipolar pairs with electrode #4. All combination with electrode #2 were ''???'' Or above 4,000 ohms, even when the test was conducted at a higher voltage and pulse width. There were some combinations within normal range; however, even after programming around the bad electrode, the patient was not getting adequate stimulation. The patient planned to discuss battery replacement and lead revision with her hcp. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 747166, serial # (B)(4), implanted: (B)(6) 2004, explanted: na; programmer model 7435, serial # (B)(4); lead model 3898-33, lot # la9800, implanted: (B)(6) 2002, explanted: na.